Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted utilizing a small flexnav delivery system. The patient had a baseline rhythm of atrial fibrillation and had no previous conduction disturbances. The valve was implanted at a depth of non-coronary cusp: 5mm, left coronary cusp: 7mm. Post implant, the patient developed heart block and left the operating room with a temporary pacemaker. Post procedure, a permanent pacemaker was implanted. The patient had no history of heart failure or diabetes, and did not have an extended hospital stay for monitoring of rhythm. There was no malfunction of the navitor valve or flex nav delivery system.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline conduction rhythm of atrial fibrillation, and that the valve was implanted with 5mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. No information was received regarding calcification extending beneath aortic annular plane in the interventricular septum. Based on all available information, a root cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.